Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2017, in order to debride the skin at the implant site. Prior to the revision surgery, it was reported that the patient was treated with antibiotics (date, type and duration not reported). This report is submitted june 7, 2017.

Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is submitted on (B)(6) 2017, by (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at the implant site. Revision surgery is scheduled; however, yet to occur as of the date of this report. The implanted device remains.